Manufacturer narrative:
(B)(4). No sample wil be returned for evaluation.

Event description:
It was reported the physician experienced difficulty during insertion. The dilator became bent. It was noted normal pressure was applied.